Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer stated that the blood glucose reached over 500 mg/dl. The customer's blood glucose was 390 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.